Event description:
I was giving the pt (B)(6) months injections and the last injection I gave was dtap. When the needle retracted, the top came off and needle was able to come out of the back side of the needle. Amount: 0.5 ml, once, im. Reason for use: (B)(6) month well child visit.